Event description:
It was determined by the field engineer that the linear actuator needed to be replaced. Once this was completed the sytem was working as intended.

Event description:
It was reported that the c-arm is "slightly moving downward after reach maximum height." No injury reported. A field engineer was dispatched to the site. A recommendation was made by technical support to check the power control board and c-arm actuator motor assembly. It was reported on (B)(6) 2019 that the field engineer "has not been able to get an appointment to complete the job."